Event description:
It was reported that a caller experienced an issue with a pump button that was not functioning properly, as it did not respond when pressed to turn off the pump. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.